Manufacturer narrative:
Smiths medical international ltd evaluated the returned sample. Inspection of the returned sample confirmed the reported occurrence. The guiding catheter was severed with a clean fracture at the safety bump. Their evaluation stated that it was not possible to assign a definitive root cause for the breakage, as such we have concluded that there are no quality issues with the guiding catheter and the current testing regime of a 1 in 20 destrucitve test for tensile strength and elongation at break, along with a 100% visual inspection during assembly being adequate. It however, is possible that excessive force applied to the catheter during use may have been a contributory factory. Following the MFR of this device lot number, an additional elongation at break quality check has been introduced during incoming inspection. A review of the complaints history database highlighted this to be the first reported incident relating to this product lot. It also showed that complaints of a similar nature have been reported to smiths medical international previously and that analysis of these identifies no systematic cause for the reported procedural complications. A review of the device history records for the guiding catheter batch and packing records for the finished kit batch highlighted no anomalies. With consderation to the above, this is believed to be an isolated incident.